Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an internal leak. It was noted that this iabp unit is used for sales training only. It is unknown under which circumstance the event occurred, however, there was no patient involved and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an internal leak. It was noted that this iabp unit is used for sales training only. It is unknown under which circumstance the event occurred, however, there was no patient involved and no adverse event was reported.